Event description:
It was reported the powered laser surgical instrument an error message occurred after an hour of usage in an unknown procedure. The system was restarted but the error code persisted. The device was switched out for a similar device and after an hour of usage another error message occurred. The system was shut down, restarted, and then was working. The procedure was completed. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the investigation, the subject device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.